Manufacturer narrative:
.

Event description:
Clinic notes were received indicating that the vns patient was experiencing an increase in seizures in 2014 compared to previous years. The patient previously experienced 3-10 seizures per month. In (B)(6) 2013, the patient 's seizures had decreased to 2-3 per month. In 2014, the patient was having more than 10 seizures per month. The patient¿s medication was gradually increased. Attempts for additional relevant information have been unsuccessful to date.